Event description:
The gastroenterology office reprocessing technician reported that four pts developed cramping and diarrhea following colonoscopy procedures. According to the tech, all pts were treated with antibiotics and have fully recovered.